Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test, excessive no delivery test and displacement test. However, unit alarmed motor error during occlusion test due to faulty force sensor. Device was received with scratched lcd window. Device was received with missing end cap sticker. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 312 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.